Manufacturer narrative:
Date of report: 15jul2019. Date rec¿d by MFR: 08jul2019. The touch screen assembly was returned to the manufacturer's failure investigation (fi) lab for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage and contamination. The touch screen assembly was installed into the fi test ventilator to verify & test its functional integrity. It was determined that the test ventilator utilized with the returned touch screen assembly did not pass resistance testing. Root cause: the reported complaint of a ventilator with a touchscreen issue was confirmed. The ul_lr and ur_ll resistance and ul_lr/ ur_ll resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 16may2019. Date of report: 06jun2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: event date not specified. Date of report: 01may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen issue. There was no patient involvement.